Manufacturer narrative:
The sample was released from manufacturing on 03feb25 with 29400 parts. There was 1 ncmr generated during the manufacturing process that involved shelling out and repackaging and no complaint trending identified on this lot or part number. From the inspection, cardboard lpm was observed in 12/80 samples failed for lpm in packaging, meeting the rejection threshold. Therefore, the defect is confirmed for lpm.

Event description:
It was reported that there was a particle of component in the device. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.